Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this device remains implanted. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d_ alerted due to an increase in the heartlogic heart failure index. Technical services review of the presenting electrogram showed there was oversensing of atrial signals on the left ventricular (lv) channel, leading to inhibition of lv pacing (lv paced 67%). In-clinic review of the lv sensitivity programming was recommended. The crt-d remains in service and no adverse patient effects were reported. It was additionally reported that there was still sensing of atrial signals on the lv channel with subsequent inhibition of lv pacing. The lv sensitivity was currently programmed to automatic gain control at 1.5 mv. Further review of the device settings was recommended.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d_ alerted due to an increase in the heartlogic heart failure index. Technical services review of the presenting electrogram showed there was oversensing of atrial signals on the left ventricular (lv) channel, leading to inhibition of lv pacing (lv paced 67%). In-clinic review of the lv sensitivity programming was recommended. The crt-d remains in service and no adverse patient effects were reported.